Event description:
During a laparoscopic cholecystectomy procedure, the dissecting hook broke off. Procedure completed with no problem but the broken piece was not retrieved: it is about the size of a clip.